Event description:
Edwards received notification that a patient with a 29mm valve of unknown model implanted in mitral position underwent a valve-in-valve intervention after an implant duration of at least nine (9) years and six (6) months due to degeneration, which led into mild regurgitation (mid gradient 9mmhg, pressure half time (pht) 150msec, 3d area <1,5cm2). The patient presented with weakness and fatigue that progressively got worse. A transcatheter heart valve was implanted within the edwards surgical valve and the patient was noted as to be stable at the end of the procedure.

Manufacturer narrative:
Added information to section a1, a2, a3a (sex), b7, e1 (title), e1 (first/given name), e1 (last name) and h6 (health effect - clinical code). Updated section b5, h6 (investigation findings), h6 (health effect - clinical code) and h6 (investigations conclusions). H11: additional manufacturer narrative: svd (structural valve degeneration) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv (bioprosthetic heart valves) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.

Event description:
Per the report received in italy, a patient with a 29mm valve of unknown model implanted in mitral position underwent a valve-in-valve intervention after an implant duration of at least nine (9) years and six (6) months due to degeneration. A transcatheter valve was implanted within the edwards surgical valve and the patient was noted as to be stable at the end of the procedure.

Manufacturer narrative:
D6a. If implanted, give date. The implant date is known only as "2015". Therefore, 31 dec 2015 is being used to calculate the minimum implant duration. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.